Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(4) reports an event as follows: it was reported that on an unknown date the construct broke when the patient bent over. The left rod fractured at the l5/s1 level. Upon further investigation intra operatively, it was found that the 10mm cfx screw at the level of s1 had broken. Both the broken piece of the rod from l5 to s1 and the broken s1 screw were removed. The s1 broken 10mm screw that was removed, wasn¿t replaced as it was the maximum diameter pedicle screw available ( no bigger diameter pedicle screw than 10mm). Another rod was connected to the existing iliac screw and reconnected to the proximal construct with a connector. Procedure was successfully completed. Patient status is unknown. This report is for one (1) viper system fenestrated cortical fix polyaxial screw 5.5 x 10 x 45mm. This is report 1 of 2 for (B)(4).

Event description:
Additional event information: the set screw was actually part of the failed construct. This complaint involves three (3) devices.

Manufacturer narrative:
Product complaint # (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary: investigation flow: damage. Visual inspection: mis ti cfx fen poly 10x45 (part# 186727045, lot# tbazo, qty# 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that the screw shank of the device got broken at its proximal end. Additionally, cap and flex ball components of the device got broken. Few broken fragments were not returned at cq. There were few scratches observed on the head part. There was some metal scrap identified inside the head component which might have generated during explantation procedure. Thus, the reported complaint is being confirmed. Device failure / defect identified? Yes. Dimensional inspection: dimensional inspection of the received device was not performed at cq due to post manufacturing damage. Document/specification review: no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: the complaint is being confirmed for mis ti cfx fen poly 10x45 (part# 186727045, lot# tbazo) as the screw shank of the device got broken at its proximal end. Additionally, cap and flex ball components of the device got broken. While a definitive root cause could not be identified for the reported problem, it is possible that the device might have encountered unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for mis ti cfx fen poly 10x45 was conducted identifying that lot number tbazo was released in a single batch. Batch1: lot qty of (B)(4) were released on apr 02, 2012 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.